Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified the patient underwent a previous right total hip revision due to aseptic loosening of the stem, osteolysis of the femur, and substance defect in the acetabulum. This revision required bone grafting for large defects and cerclage cabling post-op x-rays confirmed correct implant position and fixation of the bone. The patient was entered into a zb clinical study at this time. Post revision, there was distinct soft tissue swelling at the proximal thigh that was relieved with therapy and x-rays showed no evidence of prosthesis migration or dislocation. The patient then underwent another revision due to unknown reasons, but required tumor prosthesis. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Explant date: 2009. Concomitant medical products: 00489405415 60867389 trabecular metalâ¿¢ acetabular revision system acetabular augment, 00620205822 60778358 shell porous with cluster holes 58 mm, 00630505836 60823208 liner standard 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell, lot 2425074 revitan distal segment, lot 2399512 revitan proximal taper cone, lot 2427270 durasul cocr head 36mm+0, countersunk screws x6, lot 0707/267 cerclage wires x7. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s right hip was revised approximately one year post implantation do to unknown reason, but required tumor prosthesis. Attempts have been made and additional information on the reported event is unavailable.